Event description:
The dialysis tubing roller clamp was not tight enough to properly clamp tubing. The pt was filled with extra fluid for a session. We quicky drained the same amount. There was no negative outcome. The tubing was now clamped with a roller clamp and hemostats 2x2 gauze was used to prevent breaking. During a session two hours later, the roller clamp roll fell off. It was reattached; however, the hemostats continued to be used and the stop cock was half-cocked to assure the pt did not receive extra fluid.